Event description:
Boston scientific received information that this device was explanted. To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Upon evaluation, it was determined that the device had declared a battery status of battery expired and had entered storage mode, with a current battery voltage of 1.58 volts. While opening the outer housing of the device, induced damage to the flex circuit occurred, resulting in very high current draw and loss of telemetric communication. No further testing could be performed.